Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was ¿broken¿. No additional information was provided. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged ¿broken¿ pump issue could not be adequately investigated due to a blank display screen. The pump powered on to a blank display with vibratory feature only. Due to the blank display screen, the remaining functional test could not be completed. A crack display screen was observed on the pump and the finding was reported separately under MDR# 2531779-2015-09902.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.